Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The device was programmed to infuse 1 unit of packed red blood cells (prbc) over 1 hour. Upon inspection, it was observed that the blood from the bag was flowing abnormally slow. Additionally, the machine displayed a vtbi value of 33.1, but the pump was set to 307. The pump was restarted and the vtbi was set to 307, however, there was still a significant amount of blood left in the bag. The issue was eventually resolved, and the blood infusion was completed successfully on the third attempt. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.